Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it, although it was confirmed that the foreign material was clogged in auxiliary water channel opening due to reprocessing not being performed correctly. The event can be detected/prevented by handling the device in accordance with the following instructions for use: instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the lens of the gastrointestinal videoscope was defective. The issue was found during preparation for use for an unknown procedure. The device was returned and an evaluation at the repair center revealed foreign object coming out of the distal end due to clogging of the jet tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm or patient injury associated with the event.

Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation. No lens defect was found. There were few additional findings. The scope connector cover had a crack. Grip was shaved. Label on the scope connector was peeled. Due to pinhole on channel tube, water tightness was lost. The distal end cover had a dent. The light guide lens had corrosion. Adhesive on bending section cover was worn out. Connecting tube had buckling. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to damage on charge coupled device (ccd) unit, the image was not displayed. Universal cord had buckling. Moisture was found under the bending section cover. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.